Event description:
It was reported that the screw broke during the procedure and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. As per OEM this complaint investigation "as this is a broken screw complaint in india, no final report will be generated and it will be folded into the ccon-00006 investigation.". "Based on our investigation work thus far, it is heavily indicated that user/technique is the primary contributing factor for these broken screws. As the OEM supplier, we are initiating a full CAPA. This will result in the following: future broken screw complaints originating from india will be logged as feedback only and added to the CAPA as no investigation will be completed whilst this CAPA is open. No final report emails will be issued as a result." The failure mode will be monitored for future reoccurrence manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the screw broke during the procedure and remained in the patient.